Event description:
Device was applied during a laparoscopic cholecystectomy procedure, involving one pt. Reportedly, clips ejected prematurely. The surgeon completed the procedure with another device. The hosp has reported no pt injury.